Manufacturer narrative:
The customer reported problem cannot be determined. The device passed all required testing and specifications, and released back to the customer. This device was evaluated through the service repair process. Upon visual inspection the service technician noted no fault found for error code 242.4030. A review of the device history record for (B)(6) was performed from date of manufacture 02/13/2020 to present date 10/13/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that error code 242.4030 alarmed. There was no reported patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that error code 242.4030 alarmed. There was no reported patient involvement.